Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the device was returned and evaluated. A definitive root cause cannot be identified. The customer's allegation was confirmed as the cooling fan was found to have failed and had stopped rotating. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No repair history was found in the previous year. Based on the results of the investigation, it is likely the phenomenon " fan does not rotate" occurred due to a faulty fan. However, the root cause of the phenomenon could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the visera elite xenon light source was not working and there was failure of the cooling fan during a therapeutic total laparoscopic hysterectomy. The light source was replaced resulting in a two ¿ three minute delay. The procedure was completed with the device¿s emergency lights. There was no patient injury or medical intervention associated with this event.